Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific value was not provided. The customer administered a manual insulin injection to address the elevated bg. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.